Event description:
Customer reported that the insulin pump was not working correctly. Customer stated that the insulin pump was over delivering because it gave him two boluses that he did not program. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked reservoir tube lip.